Manufacturer narrative:
The meter has been requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of a sample mismatch for two patients tested with the accu-chek inform ii meter + rf. Patient 1's result at 9:31 pm was 7.8 mmol/l. Patient 2's result at 9:33 pm was 11.5 mmol/l. For both tests done, there was no information on whether the staff verified the patients' 2 identifiers after scanning the wrist tags before proceeding to test. The patient's beds were in the same room. The staff checked the patients' charts but could not find the glucose result for patient 2. After checking, the staff realized that the 2nd glucose results (done on patient 2) had flowed to patient 1's chart too.